Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the completed lead was returned. Visual inspection noted setscrew marks, a partially extended helix as well as blood/body fluid in the lumens and helix housing. Detailed analysis confirmed that the trilumen insulation was damaged 295 to 305 mm from the terminal pin. The high voltage cable was fractured in this area. Due to the location and the type of damage it was likely this was caused by entrapment in the clavicle/first-rib region.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient presented to the hospital due to beeping with the device when checking the leads it was noted that a rise on the shock impedance measurements as well as rise in pacing thresholds and out of range pace impedance measurements were noted. During the revision this right ventricular (rv) lead was checked with the pacing system analyzer (psa) which showed a rise in the impedances thus an rv lead fracture was suspected. During the explant it was not possible to loosen the helix of this rv lead, but when the lead was finally explanted insulation damage was confirmed. No additional adverse patient effects were reported. The lead will be returned.